Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), weight increased ("weight gain") and pain ("pain"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, endometriosis, weight increased and pain outcome was unknown. The reporter considered abdominal pain lower, endometriosis, pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc (product technical compliant). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("cramping") and genital haemorrhage ("heavy bleeding") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In (B)(6)2010, the patient experienced nausea ("nausea"). On (B)(6)-2010, the patient had essure inserted. In (B)(6)2010, the patient experienced fatigue ("fatigue"). In (B)(6)2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6)2014, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: ndometriosis"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (B)(6)2014, hysterectomy with bilateral salpingectomy). Essure was removed on(B)(6)2014. At the time of the report, the pelvic pain, endometriosis, bladder disorder, urinary tract disorder, migraine, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea and fatigue outcome was unknown and the abdominal pain lower, weight increased and headache was resolving. The reporter considered abdominal pain lower, bladder disorder, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in insertion date: (B)(6)2010 (per pfs). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. New reporters and reporter information added. Plaintiff demography added. Product indication added. New events: bladder or urinary problems or changes, migraines / headaches, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse),nausea, fatigue, heavy bleeding and she did not undergo essure confirmation test" were added. Event pain updated to pelvic pain female. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abdominal pain lower ('cramping') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: ndometriosis"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pruritus ("arms and hands so itchy") and rash macular ("red dots all over belly but harmless") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2014, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, endometriosis, bladder disorder, urinary tract disorder, migraine, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, fatigue, pruritus and rash macular outcome was unknown and the abdominal pain lower, weight increased and headache was resolving. The reporter considered abdominal pain lower, bladder disorder, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash macular, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in insertion date: (B)(6) 2010 (per pfs). Current weight: 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: tubal obstruction documented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new reporter and new event ¿red dots all over belly but harmless¿ were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), weight increased ("weight gain") and pain ("pain"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, endometriosis, weight increased and pain outcome was unknown. The reporter considered abdominal pain lower, endometriosis, pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.